Event description:
It was reported that this patient present to the emergency room and an unexpected transmission was seen. It was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed 58% battery remaining in april 2020, while in october 2020 the device had triggered end of life (eol) identified via remote monitoring transmission. However the remote monitoring summary screen and report from october 2020 showed 58% remaining rather then eol, which resulted in confusion. The battery status was verified manually to be at eol. Technical services (ts) recommended that the patient attend an emergent follow up based on the device eol status. The patient as scheduled for a replacement, but did not attend the scheduled appointment. Subsequently the device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem section.

Event description:
It was reported that this device had triggered end of life (eol) via remote monitoring. Technical services (ts) recommended that the patient attend an emergent follow up based on the device eol status. The patient as scheduled for a replacement, but did not attend the scheduled appointment. No adverse patient effects were reported. This device remains implanted.

Event description:
It was reported that this device had triggered end of life (eol) via remote monitoring. Technical services (ts) recommended that the patient attend an emergent follow up based on the device eol status. The patient as scheduled for a replacement, but did not attend the scheduled appointment. Subsequently the device was explanted and will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device had triggered end of life (eol) via remote monitoring. Technical services (ts) recommended that the patient attend an emergent follow up based on the device eol status. The patient as scheduled for a replacement, but did not attend the scheduled appointment. Subsequently the device was explanted and returned. No additional adverse patient effects were reported.